Manufacturer narrative:
The complaint investigation for false nonreactive architect anti-hcv results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of the complaint lot number. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. Sensitivity testing was performed using an in-house retained kit of lot 22295be00, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect anti-hcv reagent, lot number 22295be00 was identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a (B)(6) architect anti-hcv result for one patient. The following data was provided (B)(6) is grayzone, (B)(6): sample ID (B)(6) initial result, on (B)(6) 2021, was (B)(6), repeat results were (B)(6). There was no impact to patient management reported.